Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (therapy electrodes non-functional) has been confirmed. Upon investigation the belt failed a therapy electrode recognition test. The cause for the failure was isolated an open pulse wire in the interconnect cable to the rear therapy electrode. The electrode belt showed signs of physical abuse. The root cause for the open wire was excessive force. No adverse event resulted from the defective equipment.

Event description:
A us distributor reported that an electrode belt had non-functional therapy electrodes.